Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and perforation ('perforation nos') in an adult female patient who had essure (batch no. 871978) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems") and vaginal discharge ("vaginal discharge"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, perforation, pelvic pain, abdominal pain, bladder disorder and vaginal discharge outcome was unknown. The reporter considered abdominal pain, bladder disorder, pelvic inflammatory disease, pelvic pain, perforation and vaginal discharge to be related to essure. The reporter commented: discrepancy noted essure confirmation test- (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test (unspecified) conducted showed perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: pfs received: lot number was added, reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and perforation ('perforation nos') in an adult female patient who had essure (batch no. 871978) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems") and vaginal discharge ("vaginal discharge"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, perforation, pelvic pain, abdominal pain, bladder disorder and vaginal discharge outcome was unknown. The reporter considered abdominal pain, bladder disorder, pelvic inflammatory disease, pelvic pain, perforation and vaginal discharge to be related to essure. The reporter commented: discrepancy noted essure confirmation test- (B)(6)2011 diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on(B)(6)2012: essure confirmation test (unspecified) conducted showed perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and perforation ('perforation nos') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems") and vaginal discharge ("vaginal discharge"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, perforation, pelvic pain, abdominal pain, bladder disorder and vaginal discharge outcome was unknown. The reporter considered abdominal pain, bladder disorder, pelvic inflammatory disease, pelvic pain, perforation and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: essure confirmation test (unspecified) conducted showed perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received : previously reported event of injury was updated to pelvic pain. New events added abdominal pain , bladder problems., vag. Discharge, pelvic inflammatory disease, perforation. Lab data were added. Reporters information updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.